Event description:
The manufacturer received information alleging device has burning smell, dry throat related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging device has burning smell, dry throat related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found 17 instances of e-30 and 3 instance of e-24. The manufacturer concludes there was evidence of dirt from the device. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.